Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl, treated the event with oral glucose, returned to range, and requested a way to reduce insulin delivery when trending downward due to concern about insulin on board. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.